Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that it had an older ratchet extension with it that does not match the newer body casting. If the customer was to use the ratchet extension, it would move easier. Repairs team could not duplicate slippage; when the clamp is properly positioned and put under pressure it would not move. Additionally, the unit was recently repaired and showed no signs of difficulty in moving the ratchet extension. The clamp will be cleaned and adjusted as needed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the surgeon was positioning patient's head with mayfield modified skull clamp (a1059) already in place and it slipped causing a one inch laceration where the pin was placed on the left side of the patient's head. The surgeon commented that the ratcheting didn't feel as smooth as it should have when he was initially placing it on patient. The skull clamp was taken off the patient's head and a new one was put on. There was about a 15 minute surgery delay as the surgeon closed the laceration and placed a new skull clamp on. Patient outcome is still being followed due to risk of infection at laceration site. Currently, the patient is okay with no lasting harm.